Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface right (lot. J45653) returned to depuy synthes for evaluation. Visual analysis revealed that the right-sasi exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. No other defects that could have contribute to the reported issue were observed. Functional evaluation was conducted using saw wing fixture. The assessment found the right-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The evaluation of the associated saw handpiece determined it was defective during depot inspection. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through depuy synthes quality management system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the robotic assisted saw interface (sasi) device was loose. It was noted in the service order that during a total knee arthroscopy (tka) surgical procedure, it was observed that an error message popped up on the velys unit. It was reported that handpiece and velys saw interface right (sasi) were switched out and the case continued. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.